Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had to stay in the hospital a day longer due to cognitive issues and lack of bladder control which started immediately after surgery. The patient was able to get control of their bladder about 4 or 5 days prior to this report. No programming had been performed yet, and was planned for (B)(6), but they wanted to get programming done early. It was stated that it was "imperative that we get [the patient] programmed right away." No further complications were reported.